Manufacturer narrative:
Additional mdrs associated with this event. 3025141-2021-00036: neck, 3025141-2021-00037: stem.

Event description:
A arh slideloc radial head replacement system has been implanted about 5 years ago. At some point post op, the neck may have disengaged partially. The implant may need to be removed.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00036: follow up 1: neck; 3025141-2021-00037: follow up 1: stem.

Event description:
On (B)(6) 2021, the arh slideloc radial head replacement implant system was explanted from the patient's elbow and replaced with new arh slideloc implants. Original implants not returned to acumed.